Event description:
Customer reported that screen was not sensitive and required multiple presses, especially to unlock. There was no reported impact to the customer¿s blood glucose level. Customer declined additional troubleshooting, and the issue was documented with no further action required by technical support.